Event description:
It was reported that pump malfunction occurred during pump update, with malfunction code displayed and pump not able to be turned off after reset. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support with pump reset, instructed on placing pump into storage mode and returning it, planned to use multiple daily injections as backup therapy, and was provided replacement pump with shipping details confirmed.